Event description:
Hip arthroplasty revision surgery was performed one day post operatively, due to 15mm leg length discrepancy.

Manufacturer narrative:
Returned devices are currently undergoing engineering evaluation.